Event description:
Pt reported norian srs bone void filler was used in right proximal tibia with a plate and screws. Two and a half hours after surgery the pt had a rash. The red rash, painful sore "knee", and weeping has continued. A topical steriod and recently an injection were used to try to alleviate the symptoms.